Event description:
The pump was returned for investigation. Investigation revealed faded display screen. The ok button had intermittent response and there was contamination under the contacts of all the buttons. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast, up arrow and down arrow buttons were responsive. The ok button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.